Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was confirmed. A company representative cleaned the under the heel of the treadle to address this issue and verified that treadle encoder count was correct. The system was tested and found to meet product specifications. The operators manual states in the care and maintenance section that ¿debris, including fluid residue, stuck on footswitch bottom or under rear section of treadle may cause temporary malfunction of the footswitch¿. It goes on to instruct the operator how and how often to clean the footswitch. The root cause of the reported event can be attributed to debris under the treadle of the footswitch, as a result of incorrect cleaning of a reusable device. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the footswitch did not respond to the inputs and was unable to activate the ultrasounds during surgery. A system message was display to address this issue. The surgery was completed without patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).